Event description:
It was reported that during a lap gastric sleeve procedure, the metal pan from bottom of reload disconnected from reload when the tech was trying to remove spent cartridge from end effector of stapler. The metal pan became lodged in the device and had to be removed with a kelly clamp. Pan was removed and completed with same gun. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Cartridge pan dislodged additional information was requested and the following was obtained: on what tissue type was the device used? Stomach at what location on the tissue? Fundus. On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? 6th. During which stroke did the event occur? After completion. With which echelon device was the cartridge being used? Powered 60. Was buttressing material utilized? No. If so, which product? Was the instrument fired across or near an existing staple line or clip? Near yes. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? The analysis results showed that one ecr60b reload was returned with the pan detached. The reload was noted to be fully fired. While no conclusion could be reached as to how the pan became dislodge from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.